Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the reported condition of a leaking cassette was determined to be a use error. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center to report a leak which occurred on the homechoice during use, though not while connected. The home patient (hp) stated that they had the clamps open during self testing and when they went to connect the bags fluid dripped off the end of the supply line. The technical service representative advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.